Event description:
A female consumer, over the age of 18 years, reported that she was a long-time user of the product and recently used one of the tampons. She stated that she was experiencing bad cramps so she removed the tampon and noticed little black dots coming out. She stated that she went back to the box where she had removed the wrapper and there were the legs of a bug. She stated she did not notice anything unusual upon insertion of the tampon. The consumer retrieved the tampon out of the toilet and sought medical attention in the ER where she showed the tampon that was removed along with the wrapper and it had something inside of it. A vaginal exam was performed. The hospital only recovered legs from whatever was inside of it and stated that it was definitely in the tampon that she used. The doctor stated the foreign matter appeared to be some kind of bug. Consumer was prescribed hydrocodone and an antibiotic (name not provided). Consumer was advised to make an appointment with her primary doctor for a pap smear. Consumer stated she was still experiencing minor cramps and still had her menstrual cycle which was longer than usual. Consumer did not return the product or provide additional product information.